Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade iii and seroma.

Event description:
Healthcare professional reported baker's grade 3 capsular contracture, and 'implant dystopia'. Ultrasound states "the periprosthetic fibrous capsule is slightly thickened" and MRI states "moderate periprosthetic seroma on the right." Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture, seroma and capsular contracture was reviewed on march 25, 2024. It is not possible to determine, the lot number or catalog number of the photos provided. Visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Seroma: unable to observe, since it is not related to the device. Capsular contracture: unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, baker's grade 3, capsular contracture. And 'implant dystopia'. Ultrasound states, "the periprosthetic fibrous capsule is slightly thickened". And MRI states, "moderate periprosthetic seroma on the right". Device has been explanted and replaced with non-abbvie device.